Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "breast capsulated", "extreme pain", "can't lift arm", "excruciating pain that limits daily life", "back pain", "pain is in pit", "pain feels like lump", "nipple hanging low", "breast tissue hanging low", "implant stayed high and was hurting since the beginning" and "possible deflation". Later healthcare professional reported "shoulder pain", "capsular contracture, baker grade IV", "extreme pain", "implant is sitting high", "nipple hanging low", and exchange. This record is for the left side. Device was explanted.

Event description:
Patient reported "breast capsulated", "extreme pain", "can't lift arm", "excruciating pain that limits daily life", "back pain", "pain is in pit", "pain feels like lump", "nipple hanging low", "breast tissue hanging low", "implant stayed high and was hurting since the beginning" and "possible deflation". Patient reported receiving "muscle relaxers, ibuprofen, physical therapy, and pain medication" as treatment. Later healthcare professional reported "shoulder pain", "capsular contracture, baker grade IV", "extreme pain", "implant is sitting high", "nipple hanging low", and exchange. This record is for the left side. Device was explanted.

Manufacturer narrative:
Clarification to b3 date of event: 1/june/2009 was removed as it was the same as the implant date of the device. Clarification to d6a implant date: partial date provided as "(B)(6) 2009" clarification to h6 adverse event problem: un-reporting a050401 fluid/blood leak as the report of "possible deflation" was not corroborated/confirmed by the explanting physician. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and deflation the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "breast capsulated", "extreme pain", "can't lift arm", "excruciating pain that limits daily life", "back pain", "pain is in pit", "pain feels like lump", "nipple hanging low", "breast tissue hanging low", "implant stayed high and was hurting since the beginning" and "possible deflation". This record is for the left side. Device remains implanted.